Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. No alarm noted during testing. Several alarms found at the alarm history file. The insulin pump alarmed due to corrupted history file. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received multiple alarms on the insulin pump, including a motor error alarm while priming. The customer's blood glucose was 20.5 mmol/l. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. Customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.